Event description:
On 04/03/2008, new information was received from the service site indicating that during repair of the unit, a failure of "no audio" was observed.

Manufacturer narrative:
In 2008, received from service site indicating that during repair of the unit, no audio was observed. The unit was forwarded to the manufacturing site for further analysis. On 04/18/2008, investigation results from the manufacturing site confirmed and isolated the failure of "no audio" to the main pcb.